Event description:
It was reported that intermittent occlusion alarms occurred. Ultimately, the customer reverted to an alternate method insulin therapy. On (B)(6) 2026 the customer went to the emergency room (ER) and was subsequently hospitalized. The customer¿s blood glucose level was 680 mg/dl with ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Customer was discharged on (B)(6) 2026.